Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in the hospital. Upon device interrogation, the right ventricular lead exhibited loss of capture at max output in both unipolar and bipolar. Lead reposition was discussed. The patient was stable.

Event description:
New information received notes that after a second evaluation, the lead functioned good as it did capture, so no lead revision was needed. The patient was stable.